Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate and syncope. The patients heart rate was noted to be below set parameters of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.